Manufacturer narrative:
The reagent lot number and the expiration date were not provided. The field service engineer (fse) inspected the analyzer and found deviations in the liquid level detection (lld) results for the sample probe. He performed adjustments and verified the analyzer's performance with successful operational, qc, and precision checks. The investigation determined that the out-of-specification lld of the sample probe had caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys troponin t hs result from one patient sample tested on the cobas e 411 analyzer (rack system). The initial result was 0.08 ng/ml. The repeat result was 0.2 ng/ml.